Manufacturer narrative:
The ultrasonic aspirator and power console were received by the u.s., manufacturer and device inspections were conducted. The aspirator was evaluated and was found to perform to all specifications. The ultrasonic aspirator is not able to generate additional power beyond the levels provided by the power console. Therefore, it is not feasible for the aspirator to operate at an ultrasonic power level above that provided by a properly functioning power console. The power console was evaluated and there were no issues found with the power output or power controls. A minor issue was found with the irrigation pump priming functionality, in that slightly excessive saline was outputted (an additional 6ml), per the quality inspection criteria. However, this issue is not related to the reported event. Based on the information provided by the user facility, user error is likely a contributing factor to the excessive ultrasonic power applied during the tumor removal.

Event description:
It was reported that during a brain tumor resection, a blood vessel was nicked which resulted in a hemorrhage. It was reported that the surgeon requested the ultrasonic power be reduced, however, a nurse lowered the irrigation level only, resulting in excessive power being applied during the removal process. The surgeon was able to control the hemorrhage and complete the procedure. An approximate six hour extension was reported. The patient was transported to ICU, where a rebleed occurred in the night. It is unknown if the rebleed originated from the same affected blood vessel. It was reported the patient is stable, but has experienced loss of function. Attempts to obtain additional information have been unsuccessful.